Manufacturer narrative:
(Device label codes: 1701 1738 1746). Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
Resistance was met when attempts were made to manually inflate the catheter. Event complications: <unk - rpt'd 8/30/96; none from the event - rpt'd 10/11/96.> pt's current status: <discharged home on 9/7.>